Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose and high blood pressure on (B)(6) 2017 with blood glucose of 47 mg/dl at the time of the incident. The customer had changed their infusion set recently before the incident. The customer was given insulin to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer will call back. The customer had a 330 mg/dl reading but entered a bolus for 210 mg/dl and ended up going low. The insulin pump will not be returned for analysis.